Event description:
The customer's parent called and reported the insulin pump alarmed with a button error. Troubleshooting was performed. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no escape button response, due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners and cracked reservoir tube lip.